Event description:
Eight months after the implantation, the device broke. No further clinical and medical information were available about the patient conditions and the clinical application. The product was returned and immediately sent to a laboratory for analysis.

Manufacturer narrative:
The device was subjected to chemical, mechanical, metallurgical and failure analysis. The test results confirmed that the material conforms to orthofix specifications. No metallurgical defects have been detected. The breakage occurred due to fatigue failure which likely occurred because of excessive cyclic load applications in the absence of complete bone healing. Without further information on the specific clinical application, it is not possible to draw any definitive conclusions on the root cause. Orthofix continues monitoring the product on the market and will advise immediately in the event that additional information becomes available.